Event description:
Cadd solis vip pumps have an internal battery which gets charged when the pump is running. It takes 250 hours to completely charge the internal battery. Oftentimes, when the pumps are rented from distributors like (B)(4), the pumps have been sitting on the shelf or an extended period of time and the internal battery is completely drained when it reaches the patient, and the pump clears the program that the pharmacy has programmed. There is no indicator for internal battery life which makes it harder to know which pumps have low internal battery. Also, while attempting to charge the pump in the pharmacy before it is dispensed to a patient, there is no way to silence the alarms so the pumps are alarming for the duration of charge which is recommended as 250 hours. We have now had multiple patient calls regarding pumps deleting the history as well as pump program because the internal battery died. Manufacturer response for ambulatory pump, (brand not provided) (per site reporter). To let us know that the pump needs to be charged for 250 hours but other pump rental companies are not currently charging the pumps before it is dispensed to the pharmacy.